Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that rotawire fracture occurred and the detached portion remained inside the patient's body. The target lesion was located in the right coronary artery (rca). A rotawire was selected for use. The wire was advanced into the target lesion. When performing nytosrmal torquing movements, it was noticed that the wire prolapsed, the wire was then pulled to straighten the device; however, it broke into two pieces. The fractured wire was removed and replaced with a new rotawire. Ablation was performed with a 1.25 mm rotalink device. Several intravascular ultrasound (ivus) were performed. An unspecified cutting balloon was also advanced and inflated and a 4x12 synergy was then deployed. Ivus was again performed to check the detached components. Physician performed snaring to remove the broken pieces; however, he was unsuccessful. An unspecified dual lumen microcatheter was then advanced but did not cross the proximal section of the artery due to the tortuosity and calcification. Finally, a twin pass was then performed but still failed to cross the target lesion. The physician then decided to leave the detached components inside patient's body. No further patient complications were reported and the patient's status was stable.